Manufacturer narrative:
A partial lead measuring 16.6 cm was returned for analysis in one piece. External abrasion breaching the outer insulation and exposing the outer coil was found at 12.2 ¿ 12.5 cm from the connector pin. This was consistent with friction to the device. An electrocautery damage was found at 5.3, 6.3 and 8.7 cm from the connector pin. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an unspecified issue was observed on the ra lead. Lead was capped on (B)(6) 2017. No further information available.